Event description:
A (B)(6) male patient called zoll customer support to report that his monitor was not powering up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon investigation the monitor was unable to power up and there was thermal damage on the c/a board. The cause of the power-up failure was isolated to a shorted capacitor c600 on the monitor c/a board. The root cause for the shorted c600 capacitor could not be positively identified. No adverse event resulted from the shorted capacitor. The patient received a replacement monitor.